Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a leak from the patient line of the amia cassette. This event occurred during use while the patient was asleep. The cassette had leaked solution into the device, into the cassette door. There was no patient injury or medical intervention associated with this event. No additional information is available.